Event description:
The customer reported an issue with his freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported she had the following symptoms: "she was not responsive, lost her awareness, blurred vision". She was at the eye doctor's office when the event happened and to counteract the event "the doctor gave her some orange juice and sugar water shot". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through a letter.